Event description:
Possible IV tubing malfunction vs pump malfunction. Clinical staff report "we have been fighting with the non-filter standard tubing ready air-in-line on pumps. We have trouble shot every possible complication and still have been having issues with this specific tubing. Also at times the blue low-sorbing tubing has been causing problems as well." FDA safety report ID# (B)(4).